Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing pain when the patient turns over on the stimulator. It was noted that the patient's stimulator may be pressing against a nerve and that it was tender over the ipg and leads. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg was replaced and relocated to the abdomen. No device malfunction was suspected and it was physician preference. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain when the patient turns over on the stimulator. It was noted that the patient's stimulator may be pressing against a nerve and that it was tender over the ipg and leads.. The patient will undergo a revision procedure wherein the ipg will be relocated.